Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device failed functional verification. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device failed functional verification. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device and determined that this was a malfunction of the ECG cable the replacement for which was ordered. The non-invasive calibration was determined to be expired that was completed during the device evalaution. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The customer ordered the ECG cable to resolve the issue.